Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited foreign material near the forceps stand(wire), from the distal end and residual liquid or foreign object from the forceps port(opening). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following sections that speak to proper reprocessing practices: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures. The investigation was unable to identify the foreign material in the subject device. As a result of those findings, as well as the rest of the investigation, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.